Manufacturer narrative:
Device received with constant rf pic failed self test alarm due to a faulty connector on the radio frequency board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to rf pic failed self test alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Nurse reported via phone call that customer's insulin pump had a pump error alarm. The blood glucose level was unknown. The customer reported that they had a pump error alarm that had been going on for a couple of weeks. The customer stated that she would have the customer call in to troubleshoot. The insulin pump being returned for analysis.